Event description:
It was reported that the system 9900 would not operate as intended, when the remote user interface cable was held in certain positions creating potential hazards. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. A replacement remote user interface was sent and installed. The system operates as intended and placed back into service.